Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 38mg/dl. The customer was treated for the low blood glucose with glucerna shake.  Customer¿s blood glucose level was 69 mg/dl at the time of the call. The customer was assisted with troubleshooting; customer stated that the drive support cap was normal.  The customer was not connected to the insulin pump while priming the device. Customer was advice to revert to back plan per health care professional. The product was not returned for analysis.

Manufacturer narrative:
Device was received with severe broken reservoir tube lip, missing reservoir tube o ring and cracked battery tube threads. Unable to perform displacement test and reservoir unable to lock into place due to broken reservoir tube lip and missing reservoir tube o ring. (B)(4).